Manufacturer narrative:
Complaint statement (B)(4): received 2rks and 25 loose pieces 454008p/b230133n for evaluation. No customer pictures were provided. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Furthermore, no leakage where the needle punctures the cap was observed. The alleged malfunction could not be duplicated.

Event description:
Customer states tubes do not have proper suction and do not fill correctly; and there is leakage where the needle punctures the cap. The customer informed that they are using "butterfly needles and straight needles" when collecting. They are only instructed to use discard tubes prior to certain draws, and it is unknown if a discard tube was used when tubes of the claimed material/batch were filled. They noted they are holding their thumb on the tube during filling, however, "these tubes would stop filling up".